Event description:
The customer reports that the doctor found the spring wire guide kinked during insertion on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) in its advancer tubing and lidstock for evaluation. Visual inspection of the swg revealed multiple bends in the wire body. Microscopic examination confirmed both welds were fully attached and spherical. The guide wire body had bends at 336mm, 380mm, 454mm, 498mm, and 555mm from the proximal end. The length of the swg measured 602mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the returned swg measured 0.80mm which is within specifications of 0.788-0.826mm per swg product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire multiple bends in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor found the spring wire guide kinked during insertion on a patient.